Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe back pain around the procedure site. The patient was admitted to the emergency room (ER) wherein the patients lead was pulled. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing severe back pain around the procedure site. The patient was admitted to the emergency room (ER) wherein the patients lead was pulled. No device malfunction was suspected.